Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation. The configuration files were reloaded to the system. The system was tested and operated as intended.

Event description:
The customer reported that the 9900 system displayed filament and collimator error messages. No patient injury was reported.